Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure in pulmonary position due to unknown reasons. A 29mm 9600tfx was implanted inside the 27mm valve. The patient is doing well.

Event description:
Edwards received information a patient with a 27mm magna valve implanted 13 years, underwent valve-in-valve procedure in pulmonary position due to severe stenosis and mild insufficiency. A 29mm 9600tfx was implanted inside the 27mm valve. The patient is doing well. Per physician, surgical valve performed as intended.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, a2, a3, b5, d1, d4, g4, h6. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.